Event description:
As reported by implant patient registry in regards to a phone call, the patient wished to know whether they can go through the airport scanner or whether they have to go through the special metal detector scanners. They specifically mentioned that they had a 'clot in the valve', and they were unsure if that would make a difference. Edwards life sciences requested medical records to investigation the reported 'clot in the valve'. Per medical records received, the patient was admitted approximately 5 days post tavr for chest pain and shortness of breath. There was mild bioprosthetic aortic valve regurgitation and leaflet thrombosis, with mild obstructive atherosclerotic cad. Echo report on post operative day (pod) 6 showed a mean gradient of 20 mmhg, which increased from 8 mmhg compared readings immediately post tavr. There was no paravalvular leak (pvl), and based on imaging, they were unable to identify if there was any significant leaflet pathology. Echo report of pod 8 showed a mean gradient of 26 mmhg with concerns of mild thickening at the coaptation of 2 leaflets on the tavr valve. The patient's medication was changed. However, per 4 months echo report, the patient's mean gradient was 29 mmhg. There are no reports of any other treatments done.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the thrombus cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.